Manufacturer narrative:
Weight is (B)(6) kgs. Date of death corrected from (B)(6) 2019 to (B)(6) 2019. A ge healthcare field engineer visited the (B)(6) (owner of the device) warehouse and performed a checkout of the system. The unit was found to be working as intended with no issues observed. Ge healthcare product engineering performed an investigation of this event. Hospital staff stated the infant was unstable since birth with respiratory distress syndrome (rds), was on 100% oxygen on the oscillator ventilator, had low mean arterial pressures (maps), and was on vasopressors for hypotension with saturations in the 70% range. Hospital staff further indicated that there were no concerns regarding functionality of the device and that it is not thought that the bed was the cause of the infant death. No. Device malfunction was identified and the device did not cause or contribute to the event, therefore no further action is indicated.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported heating issues with the incubator at the same time the patient had complications. The patient was unable to be moved because they thought the patient was too unstable to move. The patient required code intervention and received CPR. The patient became stable. The patient was later taken off life support and pronounced deceased. The hospital further advised that the heating malfunction had nothing to do with the patients death.